Manufacturer narrative:
Per the clinic report, the magnet was removed and new magnet was put in on (B)(6) 2019. The implanted device remains. This report is submitted on september 11, 2019, by cochlear limited.

Manufacturer narrative:
This report is submitted on june 7, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic the patient experienced a dislodged magnet during an MRI (1.5 tesla); however, the clinician did not follow the manufacturer's instructions for use of MRI. The implanted device remains.